Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy, even after manipulating the handle. Reportedly, the physician tore the clip off from the tissue, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned. It was also noted that the device returned without the over sheath. There were kinks at the middle and at the distal part of the catheter. Additionally, microscope examination was performed, and the most distal part of the catheter was unraveled. There was evidence that there were deployment issues. The handle was disassembled and no visible failures were found. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy, even after manipulating the handle. Reportedly, the physician tore the clip off from the tissue, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.